Event description:
It was reported that the index procedure was in (B)(6) 2010. A promus stent was implanted in the distal right coronary artery (rca). The patient had a secondary procedure, on an unknown date at a secondary facility, and had a xience stent implanted in the circumflex (cx). The patient was admitted on (B)(6) 2012 and was found to have in-stent restenosis of both the promus and xience stents in the distal rca and cx. Two non-abbott stents were implanted to treat the in-stent restenosis. There were no issues or complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown promus stent referenced is being filed under a separate medwatch report. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.